Event description:
It was reported that the t-wave oversensing (twos) algorithm may have contributed to a relatively short period of withholding detection; however, it was noted that the patient eventually met detection and received appropriate therapy. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.